Event description:
The clinic reported that a laser vision correction patient presented with tlss (transient light sensitivity syndrome) at the 3 month post op visit. The patient was prescribed pred forte drops four times a day and is reported as improving. The patient's visual acuity was 20/20 in the right eye and 20/15 in the left eye. The condition is improving; however, has not yet resolved.

Manufacturer narrative:
The clinic did not request field service or clinical support at the time of this report however clinical support was requested approximately 10 weeks after the report due to concerns with tlss. Patient data was collected and recommendations on medication was provided.all pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Correction should be k060372. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted.